Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, not provided. If explanted; give date: not applicable; lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnsons surgical vision, inc. Has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), in the patient's right eye, the doctor felt resistance and it was hard to rotate the plunger. A capsule tear ensued and required a pars plana vitrectomy with iol repositioning with reverse optic capture. The lens remains implanted. No patient injury was reported. The patient has recovered with no adverse outcome at the time of reporting. No further information was provided.